Manufacturer narrative:
One day after the procedure, the pt had a fever but the pt was discharged. Post-procedure medications included aspirin and clopidogrel. Post-procedure rutherford category was 2. Approx 6 1/2 months after the procedure, the pt experienced tingling in the extremity and claudication. Angiography was performed due to an abnormal duplex ultrasound which revealed no distal or proximal peri-stent stenosis. But there was 50-99% in-stent restenosis of the three stents. The pt was treated with revascularization. During pre-dilation a grade a dissection occurred. Two smart control stents were deployed and after post-dilatation the grade a dissection remained, extending beyond the stents. A third stent was deployed to treat it. On the day after the procedure, the pt had a fever. It was treated with hospitalization. Approx seven months post index procedure, the pt had a repeat revascularization of the target lesion. Angioplasty was performed on a 90% de novo lesion in the proximal left superficial femoral artery of 15cm in length in a 5mm vessel diameter with moderate calcification. The lesion was pre-dilated during which a grade a dissection occurred. A 60% stenosis was present after pre-dilatation. A 6x100mm smart control stent and a 6x80mm smart control stent were deployed at the target site. The dissection was beyond the stented area and remained grade a after post-dilation. Then a dynalink biliary stent was deployed distal to the target lesion for additional treatment of the dissection after which the dissection resolved. The residual diameter stenosis was 0%. The pt was discharged on the day following the procedure. Approx 6 1/2 months after the procedure, the pt experienced tingling in the extremity and claudication. Angiography was performed due to an abnormal duplex ultrasound which revealed no distal or proximal peri-stent stenosis. But there was 50-99% in-stent restenosis of the three stents. The pt was treated with revascularization. The device is not available for testing and evaluation. Device history record (DHR) review was not conducted as the sterile lot number is not available. In-stent restenosis is a well-known documented potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older pts with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the limited info does not suggest what factors may have contributed to the reported event. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. In view of the planned stent procedure, the dissection occurring with predilatation was appropriately treated with the planned stent implantation. There is no evidence to suggest there were any mfg issues that contributed to the reported event. This does not represent device malfunction. Review of the available info suggests that vessel/lesion characteristics and possibly procedural factors may have contributed to this event. This is one of three devices associated with the reported event that were submitted under the following mfg numbers 9616099-2010-00026 and 9616099-2010-00027.

Event description:
As reported by the study, during pre-dilation with a balloon and a grade a dissection occurred. Two smart control stents were deployed and after post-dilatation, the grade a dissection remained, extending beyond the stents. A third stent was deployed to treat it. Right antegrade access was used for the procedure. Pre-procedure medications included aspirin and clopidogrel. Bivalirudin was used during the procedure. Pci was performed on a 90% de novo lesion in the proximal left superficial femoral artery of 15cm in length in a 5mm vessel diameter with moderate calcification. The lesion was pre-dilated with a 4.0 x 10 x 120 savvy balloon at 30 at 6 atm, 30 sec at 6 atm and 30 sec and 26 sec at 7 atm during which a grade a dissection occurred. A 60% stenosis was present after pre-dilatation. A 6x100mm smart control stent and a 6x80mm smart control stent were deployed at the target site. The dissection was beyond the stented area and remained grade a after post-dilation with a 5.0 x 10 x 120 savvy balloon. Then a dynalink biliary stent was deployed distal to the target lesion for additional treatment of the dissection after which the dissection resolved. The residual diameter stenosis was 0%.